Event description:
The laboratory was preparing to upgrade to mysis lis version 6.1. The lab had previously verified the mysis 6.0 system, as a beta site, which was approved by FDA. Validation activities for the transfusion service information system were split between the transfusion service supervisor and the laboratory coordinator of operations. The transufison service supervisor was assigned to validate the computer procedures while the coo was to validate the system as a whole. The system went live on may 25, 2006. During routine testing in the 6 weeks after going live, the transfusion service supervisor identified several problems that led the transfusion service supervisor and the laboratory director to question the validation proces. While reviewing the documentation, it was discovered that the validation was incomplete. After much analysis, it was determined that the coo of the laboratory had a lack of knowledge about transfusion service information system validation and believed, mistakenly, that she only had to perform the verification of the system that was provided by the manufacturer. She also believed that, since she had verifed version 6.0, that she only needed to verify those sections that had not been previously tested, or had changed since the initial verification of the original system v 5.3. The documentation of verification was limited and a full validation had not been performed. On june 26, 2006, the transfuison service supervisor began the revalidation process and worked day and night for a 6-week period to get the system ready for use. In the meantime, testing reverted back to the previous procedures until the problems were identified and properly addressed with the staff. The transfusion service staff was asked to be especially careful when they encountered qa failure notices and not automatically override them without careful consideration. Mysis announced recalls as the transfusion service supervisor continued the verification process. We reported the events, as we found them, to our sister hospitals. We kept our employees apprised of the findings and changes were made to prevent mistakes. Retraining/competency exercises were initiated for employees at the conclusion of the reverification process and are ongoing.